Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/16/97-supplemental rpt #1 submitted FDA.